Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e. Elevated inr values. A comparison to an apa insensitive laboratory method is recommended if the presence of apas is known or suspected." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 4.6 inr. The laboratory result was 2.2 inr, and was taken within 30 minutes of the meter result. The patient¿s therapeutic range is 2.0-3.0inr.